Event description:
It was reported that after a percutaneous coronary stenting procedure, arteriotomy closure of a heavily fibrous scarred right common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion difficulty was encountered due to heavy fibrous scar tissue at the access site. The device was forcefully inserted with torque into the access site. During device deployment, after lifting the lever to deploy the foot, the operator went to pull back the device to place the foot against the anterior wall, but the device had broken into two pieces right below the guide wire exit port. A large skin nick was made and the device was able to be pulled out with hemostats. There was no reported vessel damage. Manual arterial compression was applied to achieve hemostasis. An unspecified medication was given to the patient as a result of the reported experience. Hospitalization was extended an extra night due to the product experience. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all additional relevant information. Excessive force - reportedly, the device was forcefully inserted with torque into the access site. Under the precautions section of the instructions for use the operator is instructed to not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. During proglide device insertion difficulty was reportedly encountered due to heavy fibrous scar tissue at the access site and the device was forcefully inserted with torque into the access site. Under the precautions section of the instructions for use the operator is instructed to not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.